Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) experienced peritonitis manifested by abdominal pain coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for this event. The patient was treated with ancef intravenously (IV) and ciprofloxacin orally (dose and frequencies not reported). The patient has recovered from peritonitis. Pd therapy was ongoing. No additional information is available.